Event description:
The patient was undergoing a coil embolization procedure to treat a splenic artery using penumbra coil 400 (pc400s), non-penumbra coils (cook), and a non-penumbra microcatheter. During the procedure, the physician placed a non-penumbra coil in the target vessel using the microcatheter. Then, while advancing a pc400 to the target vessel using the microcatheter, the pc400 unintentionally detached with part of the pc400 in the microcatheter and the other part in the target vessel. Therefore, the physician inflated a balloon catheter and then used a guidewire to successfully push the detached pc400 inside the target vessel. The procedure was completed using another coil, medical glue and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.